Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-13354, related manufacturer reference number: 2017865-2019-13358. It was reported that post device implant the ra lead pulled away due to leads not connected to ICD. The lead was repositioned the next day to connect the leads. The patient had no further complications after the lead revision.